Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the clinical site that the patient presented to the emergency room (ER) with two (2) day history of fever and complaints of left-sided chest pain without sob, cough, dysuria, diarrhea, or vomiting. Patient was febrile (temp 38.8c) on presentation and was admitted for work-up for suspected bacteremia and pneumonia. Urine culture no growth two (2) days. Blood cultures drawn grew staphylococcus aureus. ID was consulted, and patient was treated with IV and po antibiotics as well as oseltamivir. Patient was febrile and tachycardic during hospitalization patient was discharged home on IV antibiotics. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the clinical site that the patient presented to the emergency room (ER) on (B)(6) 2014 with 2-day history of fever and complaints of left-sided chest pain without sob, cough, dysuria, diarrhea, or vomiting. Patient was febrile (temp 38.8c) on presentation and was admitted for work-up for suspected bacteremia and pneumonia. Urine culture (B)(6) 2014: no growth 2 days. Blood cultures drawn (B)(6) 2014 grew staphylococcus aureus. ID was consulted, and patient was treated with IV and po antibiotics as well as oseltamivir. Repeat blood cultures drawn on (B)(6) 2014: no growth 6 days. Patient was febrile and tachycardic during hospitalization (elevated temp range 37.9-39.5 c, elevated hr range 101-129 bpm). Wbc was also elevated during hospitalization (elevated wbc range 11.0-16.8 x10(3)/mcl, normal range 4.0-10.4). Patient was discharged home on (B)(6) 2014 on IV antibiotics; course was completed on (B)(6) 2014. It was reported that the infection was resolved on (B)(6) 2014. No additional information available.